Event description:
T-wave oversensing (twos) on right ventricular (rv) lead which caused a long pause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).